Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent was to be implanted during a procedure performed on (B)(6) 2026. During preparation, the white protective end of the biliary stent appeared to be more protruding than usual when removing the stent from its plastic case. Upon unrolling the stent, the user was unable to remove the protective end from the correct side due to resistance. An attempt to remove it from the opposite side resulted in the protective end jamming again after several centimeters. They opened a new stent and the procedure was completed. There were no clinical consequences. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of tip damaged. Block h11: investigation summary: with all the available information, boston scientific was unable to confirm the reported event of tip damaged/defective, as the tip was found to be in good condition upon evaluation. Taking all available information into consideration, the investigation concluded that the reported event and observed findings were likely related to use of the device in a manner inconsistent with the instructions for use (IFU), which may have limited device performance and contributed to the reported event and observed condition. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: a wallflex biliary stent and delivery system were received for analysis. Visual examination of the returned device revealed that the stent was partially deployed. The distal tip was in good condition, and the shipping mandrel was present within the device. No other problem was noted to the stent and delivery system. Labeling review: a labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. According to the evidence found in the product analysis, the device returned with the shipping mandrel inside. The IFU states, "by inserting the trailing end of the guidewire, the shipping mandrel will be pushed out. Do not remove the shipping mandrel before loading the guidewire." Risk review: a risk review was completed and confirmed that the reported events of tip damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of tip damaged. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of tip damaged/defective. Taking all available information into consideration the investigation concluded that there is not enough evidence to determine if the reported event of tip damaged/defective was due to the physician's manipulation/technique during the procedure, or whether it was related to a device malfunction. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned to boston scientific despite good faith efforts; therefore, product analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Risk review: a risk review was completed and confirmed that the reported event of tip damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent was to be implanted during a procedure performed on (B)(6) 2026. During preparation, the white protective end of the biliary stent appeared to be more protruding than usual when removing the stent from its plastic case. Upon unrolling the stent, the user was unable to remove the protective end from the correct side due to resistance. An attempt to remove it from the opposite side resulted in the protective end jamming again after several centimeters. They opened a new stent and the procedure was completed. There were no clinical consequences. Note: no further information has been obtained despite good faith efforts.